Manufacturer narrative:
(B)(4). Additional concomitant medical products: 00879000310, wc shell cap w/o rot. Control, unknown; 00875705201, continuum tm shell clust 52 ii, 63765549. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the shell was being inserted into the patient the threads on the offset inserter broke. The surgeon removed the shell and attempted to extract the broken piece out of the inserter but was not able to retrieve it. The surgeon used another inserter to implant another shell. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device showed the threaded shaft of the hex bolt has fractured from the hex head which remains in the frame of the reported inserter. The reported inserter handle exhibits severe damage that indicates off axis impaction. The reported device shows wear & tear. Device history record was reviewed and no discrepancies were found. The root cause is attributed to off axis impaction, which caused the fracture. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.